Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer's blood glucose (bg) rose over 500 mg/dl. A correction bolus via the pump was delivered to address bg. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully.